Event description:
When surgeon inserted mesh through the laparoscopy port into the abdomen, it was noted that the normally smooth edge of the mesh was ripping and becoming a jagged edge. The product was removed and a new mesh obtained.